Event description:
It was reported that the patient experienced an infection at the insertion site. After a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient experienced an infection at the insertion site. It was noted that the patient did not follow the post-procedure care instructions and left the bandages on for a week. The patient was placed on a regiment of 500mg cephalexin capsules, four times per day for 14 days, and 100mg doxycycline monohydrate capsules, two times per day for 14 days. The event is ongoing. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
No outer abnormalities were noted. The sheath functionality was tested by turning the steering knob. The sheath was able to deflect and hold deflection. The faradrive sheath was evaluated for leak performance and passed all testing. The sheath was able to deflect and seal pressure and fluid within the sheath. Analysis did not find any abnormalities or defects that could have contributed to an infection. We are unable to provide the unique identifier (UDI) and other specific product information, as this is a clinical device.

Manufacturer narrative:
No outer abnormalities were noted. The sheath functionality was tested by turning the steering knob. The sheath was able to deflect and hold deflection. The faradrive sheath was evaluated for leak performance and passed all testing. The sheath was able to deflect and seal pressure and fluid within the sheath. Analysis did not find any abnormalities or defects that could have contributed to an infection. Correction to the follow-up 1 MDR in block d4 unique identifier (UDI) #. A complete UDI for the device was able to be found.

Event description:
It was reported that the patient experienced an infection at the insertion site. After a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient experienced an infection at the insertion site. It was noted that the patient did not follow the post-procedure care instructions and left the bandages on for a week. The patient was placed on a regiment of 500mg cephalexin capsules, four times per day for 14 days, and 100mg doxycycline monohydrate capsules, two times per day for 14 days. The event is ongoing. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the patient experienced an infection at the insertion site. After a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient experienced an infection at the insertion site. It was noted that the patient did not follow the post-procedure care instructions and left the bandages on for a week. The patient was placed on a regiment of 500mg cephalexin capsules, four times per day for 14 days, and 100mg doxycycline monohydrate capsules, two times per day for 14 days. The event is ongoing. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. We are unable to provide the unique identifier (UDI) and other specific product information, as this is a clinical device.

Event description:
It was reported that the patient experienced an infection at the insertion site. After a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient experienced an infection at the insertion site. It was noted that the patient did not follow the post-procedure care instructions and left the bandages on for a week. The patient was placed on a regiment of 500mg cephalexin capsules, four times per day for 14 days, and 100mg doxycycline monohydrate capsules, two times per day for 14 days. The event is ongoing. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a gram stain and culture was performed for patient diagnostics. The infection resolved fifteen days after onset.

Manufacturer narrative:
No outer abnormalities were noted. The sheath functionality was tested by turning the steering knob. The sheath was able to deflect and hold deflection. The faradrive sheath was evaluated for leak performance and passed all testing. The sheath was able to deflect and seal pressure and fluid within the sheath. Analysis did not find any abnormalities or defects that could have contributed to an infection. Additional information was received and added to blocks b5 describe event or problem and h6 impact codes.